Event description:
It was reported a patient's implantable cardioverter-defibrillator presented in backup vvi mode due to off-label magnetic resonance imaging (MRI) use, but no backup defibrillation operation (bdfo) was available. The device was successfully reset. There were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Correction - h6 - coding corrected.